Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed glucose tablets, pb crackers, pb bread, oj, grapes, cookies and lunchable to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.